Event description:
It was reported that the patient experienced increased spasticity and lack of efficacy from the pump system. The reporter claimed that the pump may have been the issue even though there had been no pump alarms. The reporter stated that the patient had not had therapeutic effect since a couple months before (B)(6). The catheter was revised in (B)(6) but the reporter did not know why. The reporter stated that the patient "had therapy on and off". It was noted that therapy had been restored after the catheter revision. A pump reservoir volume discrepancy was later reported. It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). It was reported that during the first refill following the revision the arv was 32ml while the erv was 3ml. A revision was anticipated. The medication used in the pump was lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the patient experienced increased spasms in the right lower extremities. A revision was performed; however, no specific details were provided. The patient did not require hospitalization.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: explanted: product type catheter, product ID 8590-1, lot# n297190, serial#, implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)